Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen would turn black at times when the b button was pressed. Customer also reported having difficulty reading the display during bolus. Blood glucose level at the time of the incident was 125 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners and a cracked reservoir tube lip. The pump passed the self-test. No unexpected missing segments/partial display anomaly noted. The pump was programmed with several bolus units and no unexpected noise or unit rewinding anomaly was noted. When pressing the b button/keypad, the pump did not turn black. No unexpected keypad anomaly was noted.